Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultrasmart meter was not powering on when she attempted to test her blood glucose. The medical surveillance specialist (mss) was unable to follow up with the patient. This complaint was classified using the customer care advocate (cca) documentation. One month prior to contacting lfs the patient alleged the issue first began. The patient reported using self adjusting insulin to manage her diabetes (type and dose unknown). The patient reported decreasing her dose of medications from the usual dose of "biata" but was unsure of the exact medication. The patient reported on the day of the alleged issue, she developed "shaky" symptoms, which required orange juice as treatment. However, it is unclear if the patient had any orange juice as treatment. At the time of troubleshooting, the cca confirmed that the subject meter's battery did not need to be replaced. The patient was found to be using incorrect test strips. When the patient was prompted to insert a correct new test strip, the meter did not power on. When the patient was prompted to press the power button, the meter did not power on. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the patient reported due to the alleged issue she developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.